Manufacturer narrative:
Patient code: impaired vision, unlabeled; device code: opacification of lens, unlabeled. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before the voluntary recall of this device in april 2000. The lens underwent a modified (buffered tumbling) process during it manufacture. For those lenses there have been isolated reports of a biofilm developing.

Event description:
A surgeon reported that a miol u940a, implanted in the left eye of a female patient in 1999, has since moderately opacified. Visual acuity reported as 20/35 at 2004 visit. Prognosis is stated as poor with next follow up scheduled for 2004. No further information is available at this time.